Event description:
Spontaneous communication. Per (B)(6), pharmacist at hospital emergency room, both legacy pumps are malfunctioning. Serial numbers(B)(4) cnss has contacted (B)(6) to help trouble-shoot. Not able to resolve the alarm. New pumps wil be sent. Both pumps are alarming high pressure. Tubing is attached correctly and all clamps are open. New cassette was mixed. No visible obstruction to tubing or cassette. Patient is in the hospital and using hospital pumps (hospitalization already reported for medications). Per rph notes, patient reported to the emergency room for chest pain and shortness of breath. Unknown if patient was admitted to hospital for pumps. No other information known. Prescriber has been notified. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? Yes; chest pain and shortness of breath. Are the actual devices available for investigation? Yes; did we replace the device? Yes; did the pt have a backup she was able to switch to? No both devices were alarming. Pt is using hosp pumps now. Reported to (B)(6) by health professional.